Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent open heart surgery a few days after being implanted with her scs system. An sjm representative met with the patient to program the patient's scs system, however, when the representative attempted to connect to the scs ipg "generator is not ready" message was repeatedly displayed. Follow up identified the ipg was inoperable. Additional follow up identified the patient underwent surgical intervention to explant and replace the ipg. Stimulation therapy was turned on postoperative and the issue was resolved.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.